Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the water nozzle. In addition, our technician confirmed that the up pulley wire fluid damage, the left pulley wire fluid damage, the insertion flexible tube compressed (short in length), the body cover grip cracked, the angle wire corroded, the control body corroded, the u/d and the r/l knobs loose, the r/l lock knob improper adjustment, and the u/d and the r/l knobs disinfections damage; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the nozzle falls into the human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.